Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that infusion device went into stop mode unintentionally. The customer did not program the device to go into stop mode. The patient experienced elevated blood glucose results.